Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported falling on the ilet and breaking the screen. A replacement device was arranged, with delivery scheduled. No user injury reported during the event. The user was instructed on shutting down the ilet, syncing data to the mobile app, and the return process for the damaged device. Blood glucose (bg) level at the time of the incident was unknown. No symptoms, outside assistance, or medical intervention were reported.